Manufacturer narrative:
The extended charge time observed in the field was confirmed based on the review of the device image. Extended charge time was confirmed in the laboratory. High current was also observed during testing. The root cause was traced to an anomalous u4. The cause of u4 damage was not determined.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During follow up, the device capacitor was unable to charge. Abbott technical services reviewed the session records and indicated the device timed out; however, the battery voltage was normal with no suspicion of premature battery depletion. The device was explanted and replaced. The patient is stable.